Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: " the mainline tubing was noted to be slit at the level of the pump blade once removed from the pump. Normal saline was running in the tubing. The patient had received a transfusion of prbc through the lowest caresite." Blood leakage was noted from the lowest y-site. No injury reported.